Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year-old african american female patient underwent a breast augmentation primary with mentor memorygel breast implants 400cc (r) and 380cc (l) and experienced breast pain, breast cyst, and possible rupture on the right side post-operatively and ptosis on the left side. As a result, the patient is scheduled for removal on (B)(6) 2020. This report is for the left breast prosthesis.